Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pain- vaginal [vulvovaginal pain]. Cardboard tube was inside me- vaginal [foreign body in reproductive tract]. I removed the tampon to find the cardboard tube inside me with the tampon inside it [complication of device insertion]. The cardboard tube inside me with the tampon inside it [device deployment issue]. Hours of pain, removed tampon to find cardboard tube inside [medical device site pain]. Case narrative: consumer reported via e-mail that the cardboard applicator was inside vagina with the tampon. No serious injury reported.